Manufacturer narrative:
10/1/15 follow up: customer treated low bg level by eating and drinking juice. No medical intervention was required. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 30 mg/dl due to customer over-bolusing. Reportedly, the customer would enter the amount of carbohydrates that were intended to be consumed, but customer would not consume the designated amount of carbohydrates. Customer reported that the device performed as intended.